Event description:
Customer received a result of 29 mmol/l on the mobile system, and a result of 7 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 492201, expiration date 07/31/2015). (B)(4).